Event description:
It was reported by repair work order that the ground path was compromised due the power cord was missing the ground pin and the sheathing being torn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.